Event description:
It was reported that the monitors on the 2800 system would not turn on. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power distribution board fuse was replaced during the service call. The system was tested and found to be working as intended and put back into service. (B) (4) 8/5/09